Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp)via a company representative regarding a patient who was receiving prialt with concentration 12 mcg/ml at a dose rate of 3.291 mcg/day and bupivacaine with concentration 7.5 mg/ml at a dose rate of 2.0571 mg/day via an implantable pump for non-malignant pain. It was reported that the patient¿s medical history included back pain. It was further reported that the pump position was uncomfortable, and they were concerned the catheter was possibly impinged due to position. A catheter dye study and rotor study had been performed on (B)(6) 2018 at the previous managing clinic and all showed within normal limits (wnl). It was indicated that the patient was in process of changing managing clinics. Environmental/external/patient factors that may have led or contributed to the issue was noted as being not applicable. A pocket revision and catheter replacement occurred. The pump was re-positioned, and the complete catheter was explanted and replaced. The hcp was notified that the explanted product should be returned to the manufacturer; however, the hcp had refused return of the catheter. The issue was resolved at the time of the report. The patient was without injury regarding their status at the time of the report. It was noted that the hcp had no further information regarding the event. Other medications (oral, etc.) The patient was receiving at the time of the event was unable to be obtained. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative. It was clarified that at the time of the procedure, the hcp had refused return of the explanted catheter. It was noted that the hospital policy mandated anything removed from the body would go to pathology and may then be released. The device was to be returned if it was released to the manufacturer and if returned the physician would like a report regarding analysis.